Event description:
It was reported by legal initial right total hip arthroplasty. Subsequently revised approximately 14 years later due to a pseudotumor, implant wear, and osteolysis. During the revision noted metallosis, the head was cold welded to the stem. The stem, head and sleeve were exchanged without complications. The acetabular shell remained implanted. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.